Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On an unknown date, a follow-up exam revealed a proximal type I endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2020, a reintervention was performed. Coil embolization of a lumbar artery was performed to inhibit blood flow into the endoleak, the space of between the stent graft and the aortic neck, and the aneurysm sac. A non-gore stent graft (endurant) was implanted proximally. However, the endoleak still remained. An aortic extender endoprosthesis was then implanted and the endoleak was resolved. The patient tolerated the procedure. The physician stated the cause of the endoleak was that the wall apposition in the aortic neck became poor. He also said the trunk-ipsilateral-leg component should have been selected with a larger diameter at the initial procedure.

Manufacturer narrative:
H.6. Code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.